Manufacturer narrative:
H.11 a device service history review has been performed and it has been identified that no other similar event has been reported since unit manufacturing, nor has any concerning trend been identified. Based on the investigation findings, the root cause of the event was related to defective heating elements in the patient tank of the unit. Failure of electro-mechanical components is likely favored by the environmental conditions in which they operate, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, which contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that heater cooler 3t system heating/cooling functions were not working properly. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in minneapolis. Livanova field service engineer was dispatched at the customer facility, confirmed the issue and, to fix it, the heating elements on patient's side have been replaced and the injection valve has been adjusted. Safety function tests have been executed positively and the unit has been returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.